Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for balloon ruptures from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in an unspecified coronary artery. After pre-dilatation was performed using an unspecified balloon dilatation catheter (bdc), the 3.5x18mm xience prox stent implant was successfully deployed in the target lesion. During post-dilatation using the xience prox stent delivery system, the balloon ruptured at 18 atmospheres (atm) and was removed without reported issue. Reportedly, the stent implant was noted to be successfully deployed with good results. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.